Event description:
It was reported by the parents of the pt, that their child showed no reaction to sound. Problems of outer device were excluded. Testing in hospital showed all electrodes with the status hi, coupling to the implant was ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as follow up report.